Event description:
It was reported that the during an implantable cardioverter defibrillator (ICD) replacement, lead fracture due to clavicular crush was noted. The lead was replaced.

Manufacturer narrative:
Na